Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to a device pocket site infection and swelling was also observed. It was noted that a culture was taken and was positive for cutibacterium acnes. A leadless implantable pulse generator (ipg) was placed after system explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: u128 crt-p, implanted (B)(6) 2015. U228 crt-d, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.